Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. The patient had elevated metal ion levels. During the procedure, viscous fluid consistent with pseudotumor was present in the hip joint. There was altr from metal debris. Corrosion was noted in the head's taper. The head and liner were removed and new zimmer biomet products were implanted. No other finding/complication related to reported event was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: m/l taper femoral stem (00-7711-009-20, 62444852); versys femoral head +3.5 (00-8018-036-03, 62354615); continuum tm shell (00-8757-052-01, 62453914); continuum longevity polyethylene liner (00-8751-010-36, 61959364); continuum dome hole plug (00-8757-000-01, 62482955); bone screw (00-6250-065-25, 62372510); bone screw (00-6250-065-35, 62417755). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00047, 0002648920 - 2021 - 00048.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately 6 years post-implantation due to dislocation, altr, difficulty ambulating, elevated metal ions, and pain. The liner and head were replaced. There hasn¿t been any issues with the patient coming back after this surgery. No further event information available at the time of this report.